Event description:
It was later reported that the cause of the difficulty aspirating the cap (catheter access port) was unknown. The cause of the volume discrepancy was unknown. The patient was able to be refilled. At the time of report, the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Analysis of the pump serial number (B)(4), found no anomaly. Interrogation of the pump determined it was used to infuse morphine (3.0 mg/ml at 0.9502 mg/day) and bupivacaine (30.0 mg/ml at 9.502 mg/day). Conclusion code was updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced an increase in chronic pain and loss of therapeutic effect with less than 50% therapy relief. At the refill there was a volume discrepancy noted. The expected volume was 7 ml; the actual volume was 18 ml. The cause of the discrepancy was unknown. A dye study was performed and the doctor could not aspirate. Went into the revision and disconnected at the pump and could see csf leaking from the connector. The physician tried to push and flush the catheter access port (cap) but could not. The cap was obstructed. The pump was replaced. Patient status at time of this report was alive; no injury. The pump was delivering morphine and bupivacaine outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Additional information received reported that the connector was disconnected from the pump by the health care provider (hcp). They could not aspirate to perform another dye study once the pocket was open. The hcp then disconnected the catheter from the pump. Once it was disconnected,they could see free flowing cerebral spinal fluid (csf) from the catheter. Then they tried to push through the catheter access port (cap) with the 24g needle but it would not flush.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).